Event description:
Customer reported receiving a "replace sensor" message while wearing the adc device and was unable to test. Customer experienced a medical event requiring treatment of juice, sugar and food provided by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2023-03032.

Event description:
Customer reported receiving a "replace sensor" message while wearing the adc device and was unable to test. Customer experienced a medical event requiring treatment of juice, sugar and food provided by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.